Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). It was further reported that the right ventricular (rv) lead exhibited chronically low r waves. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.